Manufacturer narrative:
(B)(4). (B)(4). Malformed clip. The instrument was returned in good visual condition. The instrument was cycled, fed, and formed the remaining fifteen clips within manufacturing requirements when tested. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the clips would not advance. Another device was used to complete the case. There were no adverse consequences to the patient.